Manufacturer narrative:
As per field service representative (fsr), the flow sensor cable was flat in one spot indicating possible damage. He replaced the flow sensor. The unit operated to the manufacturer's specifications. The suspect flow sensor will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the flow sensor was only reading dashes. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to fail during connector end agitation testing. He observed dashes indicating loss of communication due to internal connector malfunction. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.